Manufacturer narrative:
(B)(4).

Event description:
The pt experienced coupling and/or communication issues with her implantable neurostimulator (ins). The ins was not flipped. She had a cerebrospinal fluid (csf) leak in her ins pocket and her ins was loose in the pocket. The csf flowered the tunneling path to her ins and her health care professional repaired the leak. The csf dissolved and the pt did not have any more issues. A f/u report will sent if add'l info becomes available.